Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the outer cover of the headlight was damaged resulting in particles detachment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during pre-use checks for the day. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: according to the information provided, the root cause is user-induced collisions with other or equipment. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the outer cover of the headlight was damaged resulting in particles detachment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6) medical center. Additional information will be provided following the conclusion of the investigation.